Event description:
While hcw was closing the safety shield (activation), the guard broke off causing needlestick to their thumb.

Manufacturer narrative:
Hcw was seen in the ER, lab drawn and received a tetanus shot.